Event description:
It was reported that the full report for the implantable cardiac monitor showed no markers or intervals on the symptom episodes. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).